Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. A sample from the patient was tested on the cobas h 232 analyzer, resulting as < 50 ng/l for tnt. The < 50 ng/l value was reported outside of the laboratory. It was stated that the cobas h232 analyzer is only used for demonstration purposes and that although the value was reported outside of the laboratory, the value was not officially reported to the patient. It was believed that the < 50 ng/l value was too low as the patient had chest pain for more than 8 hours. The patient was admitted to the hospital 30 minutes later and tested for troponin I using a beckman coulter unicel dxi 600 analyzer. The troponin I result from the beckman analyzer was 1.51 ng/ml. The patient was not adversely affected. The cobas h 232 analyzer serial number was (B)(4). The customer's cobas h 232 analyzer and tnt test strips were provided for investigation. Both customer materials and retention materials were tested in the investigation. All results were within accordance of the testing plan. The investigated material was found to be working within specifications. Interference of the sample could not be excluded as a root cause.